Manufacturer narrative:
Investigation summary seventeen samples and 4 photos were received for evaluation. They have plunger rod-rubber stopper, no tip cap, no saline solution. The plunger rod- rubber stoppers are all the way down. Three out of the four have the barrel flange damaged. One of the four have the barrel flange and the thumb press damaged. The rest are 14 samples that are in the sealed packaging flow wrap. They all have the barrel flange damaged. The photos provided show syringes with the barrel flange damaged. This type of damage may have occurred at the plunger rod assembly process. A misalignment at the infeed station could have induced this damage and not been noticed during the packaging process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9112900 for this type of defect or symptom. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this type of damage may have occurred at the plunger rod assembly process. A misalignment at the infeed station could have induced this damage and not been noticed during the packaging process. Rationale CAPA not required at this time.

Event description:
It was reported that before use of the bd posiflush¿ syringe there was an issue with damage product. Damage can be seen in some packages before opening and other damage is found upon opening package. 17 unit had the issue with damage. The following information was provided by the initial reporter, translated from (B)(6) to english: the plunger rod and the flange of the syringe barrel has different degree of damage. Part of it was found when opened the package; part of it is seen before the package is opened.